Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had a cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corner noted during visual inspection.

Event description:
Customer reported the act button on the insulin pump was not working, other buttons worked fine. Customer's blood glucose was 153 mg/dl. Customer reported he got splashed the other day while tubing, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.